Event description:
The customer reported that, the ventilator exhibited a vent inop error and alarmed. The customer reported that there was no patient involvement or reported patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician inspected the device and duplicated the customer reported problem. The service technician replaced the power supply and cpu pcb to correct the problem. Extended self testing (est) and performance verification testing were completed and all tests passed per operating specifications.